Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. It was also reported that the patient underwent the removal of the right portion of mesh and experienced chronic pain following the procedure. The patient referred to or for removal of remaining tape. No further information is available.